Event description:
At implant of infusion pump and catheter, a myelogram was performed to verify correct placement of the catheter after the catheter was in place. Upon implant of the infusion pump and subsequent connection to the intrathecal catheter, there was a lack of cerebral spinal fluid flow unit a syringe was attached to the catheter and cerebral spinal fluid was aspirated. A second myelogram was performed to again verify position of the catheter, which was satisfactory. The pt was sent to the recovery room, and within a short period of time, began complaining of pain in his left leg, and that he could feel but could not voluntarily move the leg. It was initially thought that this was a short term complication of the procedure, as it is occassionally seen due to positioning of the pt during surgery. When the symptoms persisted, an x-ray was taken to confirm that the catheter was in the correct position and that it was not pressing on the spinal cord. After additional consults from other physicians, the dye container that was used during the myelograms was retrieved from the operating room, and it was discovered that it was optiray, which is a dye not intended for intrathecal use. The infusion system was explanted later the same day to rule out any possible device pressure on the spinal cord, even though x-rays showed correct positioning of the device. On last report two days after the event, the pt was beginning to feel pain in his upper leg, but still had no motor response. Follow-up info provided 4/16/1998 indicates pt is still experiencing paralysis from about t8 down.